Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the user was unable to dispense the flu vaccine from the pyxis. A technical support specialist (tss) noted that multiple medications were marked inactive and requested specific medication item identification details from the customer. The customer later confirmed, after contacting the pharmacy team, the flu vaccines were available in the pyxis machine. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the flu vaccine displayed as unavailable. The user was unable to obtain the flu vaccine from the pyxis, as it appeared gray. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.